Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a pin pushed in and the console did not recognize the motor. Thus, the console did not recognize the motor because the pin was pushed back due to excessive force inserting the connector to the console. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device ¿died¿. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.